Manufacturer narrative:
(B) (4). The customer's returned meter ((B) (4)) has been tested with returned test strips (lot 81055) with approved low level reference control solution (lot 64676q101). The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings of 69 mg/dl and 500 mg/dl were found in the device's internal memory log all within 10 minutes. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.

Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 69 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.